Manufacturer narrative:
Continuation of concomitant products: 4524-53 lead, implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.